Event description:
New information received notes that loss of capture was noted, and fluoroscopy was used.

Event description:
It was reported that patient presented with dislodgement noted on the patient's right ventricular lead. No electrical malfunction was reported. The lead was explanted and replaced on (B)(6) 2025. No adverse patient consequences were reported.